Manufacturer narrative:
Stelkast was made aware of a size mismatch post-operatively. The surgeon was immediately notified by the attending sales representative. The surgeon decided to not open the incision and will not correct this at this time. No malfunction of the device was alleged.

Event description:
Post-operatively of a primary knee surgery, it was discovered that there was a mismatch in size of the tibial insert and the femur. The surgeon was notified immediately. The surgeon decided to not revise the knee and exchange the insert.